Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated insulin pump passed displacement test. Insulin pump was exposed to strong magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin pump error alarm and exposure to magnetic field or magnetic resonance imaging found on august 15, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, self test. The device passed the displacement accuracy test at 0.0875 inches. The device passed the basic occlusion test at 4.5 lbs. Test p-cap and reservoir locked properly into the reservoir compartment. Unable to successfully download device traces, however able to successfully download history file using thump software. In the device history file, found insulin pump error alarm on the event date of august 15, 2022 at 21:43:13.000 or 9:43:13 pm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The motor was tested outside of the insulin pump and passed. The following was also noted during the visual inspection: scratched case, and pillowing keypad overlay. Unable to verify the customer's complaint for exposure to magnetic field or magnetic resonance imaging. Insulin pump error alarm was confirmed in the device history files on on the event date of august 15, 2022 at 21:43:13.000 or 9:43:13 pm problem isolated to the motor. Unable to download or upload was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.